Manufacturer narrative:
Other relevant device(s) are: product ID: 3387-28, serial/lot #: (B)(4), ubd: 26-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an electric discharge in their right upper limb causing pain. It was stated that there was left lead dysfunction in that there was high impedance on contact 9. The patient was reprogrammed on (B)(6) 2018 and the issue was resolved without sequela. The etiology was stated to be related to the device/therapy and not related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID :3387-28, lot#: 0209096360, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp). It was reported that the patient suspended therapy on (B)(6) 2019. Therapy was resumed by the investigator on (B)(6) 2020. Therapy in the left vim was suspended on (B)(6) 2020. The issue was resolved without sequelae on (B)(6) 2020.

Event description:
Additional information was received. The entire system was explanted and replaced, and the event was resolved (B)(6) 2020.

Manufacturer narrative:
Updated per new information: other applicable components are: product ID: 3387-28, lot# 0209096360, implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant products: product ID 3387-28, lot# 0209096360, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Device implant date received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that on (B)(6) 2019 the patient had high impedance on contacts 8-9 and 10. This was accompanied by painful paresthesia in their right arm. The patient turned off their therapy and the issue was resolved. The etiology was listed as related to the device/therapy, and not related to the implant procedure.